Event description:
During the egd, md dilated the patient's esophagus using the cre 15-18 mm balloon. When md asked for the dilating balloon to be inflated to 18 mm for 1 minute, the nurse only inflated the balloon to 18 mm for around 20 seconds, and then the balloon burst. To control the bleed, md injected 3 ml of epi and then placed one clip to a bleeding site. Md reported that the patient has esophagitis but no evidence of a tear to the esophagus. Refer to additional documents in i2k.